Event description:
Boston scientific received info that the pt implanted with this right atrial (ra) lead exhibited twiddler's syndrome. The lead was observed to have dislodged. A revision procedure was performed. The lead was noted to have breaches in the insulation that were felt to be a result of twisting. The lead was successfully explanted and a new ra lead was implanted. No additional adverse pt effects were reported. The lead will not be returned for analysis. As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.